Event description:
It was reported that the patient presented in clinic with an alert on their implantable cardioverter defibrillator (ICD). Upon device interrogation, it was discovered that the device had a charge timeout. Other device parameters were normal. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The event of extended charge time was confirmed via reviewing of the device image. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.